Event description:
Correction: the patient was placed on antibiotics for 10 days before the implant was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: b5 was updated as the implant remained implanted and antibiotics were prescribed. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331, 4110 and 4114. H6 impact codes: 4624 and 4627 were removed. H6. Impact code was added: 4641 h10: narrative/data was updated. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
It was reported that the implant at tooth site # 30 was removed due to infection. Symptoms as a result of the event: abscess and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number - k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.